Event description:
Pt was disconnected from their ventilator. A nurse discovered the pt before any pt harm. A nurse/respiratory therapist checked the ventilator and found the alarm would flash, but no sound was present. Respiratory therapist checked all parameter settings on the ventilator, but was unable to discover cause for alarm not sounding. Pt was placed on another ventilator.